Event description:
A report was received that the patient was having to charge her ipg more often. The physician felt the ipg was compromised and needed to be replaced. The ipg was replaced and the patient was reportedly doing well following the procedure.